Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 533 mg/dl at the time of incident. The current blood glucose level is 163 mg/dl. Customer states blood glucose went upto 500 mg/dl. The customer treated high blood glucose with insulin pen. Customer experienced symptoms such as vomiting. The customer was not wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.